Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and there were no deviations or deficiencies in reprocessing the scope. An olympus aer was used to reprocess the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was giving positive results in microbial cultures for different microorganisms since 2021. The scope was reprocessed according to the manual. The customer noted this did not happen with any other scopes and testing of the automatic endoscope reprocessor (aer) was negative. The customer suspected there was a problem in the device such as a small disruption in the channel, either a crack or fold, or a problem with the joints that hindered correct disinfection. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction to h3 on the initial report, h3 was inadvertently not marked no. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.